Event description:
Customer reported receiving erratic readings on her freestyle flash blood glucose meter. Customer reported receiving readings of 495 mg/dl and 116 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported she became incoherent and lost consciousness. She was given glucagon by a family member. There was no report of death or permanent associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. A final report will be submitted when the investigation is complete.